Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit display lcd turns green. The pump was changed during treatment. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d1, d4, d8, d9, g1, g3, g6, h2, h3, h6-(types of investigation, investigation finding, component code, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. As a precaution, the fse replaced the video generator, the upper display monitor, and the top lcd display. Each operation was checked, and a run was performed with good results.

Event description:
N/a